Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: august 14, 2009. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the impactor broke during an initial surgery. After finishing the blade insertion, the device broke; no broken fragments were left in the patient. There was no effect on the patient. There was a five (5) minutes delay to surgery time. No outcome of surgery reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part# 356.823, lot# 2483784. The investigation of the returned impactor has shown that the shaft is indeed broken off. The visual inspection has shown a lot of wear marks all over the instrument and strongly hammer blows at the striking head. The article is in very poor condition. A review of the device history record for the provided lot numbers was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. Due to the broken shaft and the damages at the whole instrument we have to assume that several mechanical overload situations over a long time of use have led to the breakage. We can confirm the visible damages are not from any manufacturing non conformity. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.